Manufacturer narrative:
The pad-pak was first installed on the 26th october 2009 and performed to specification up to the 3rd february 2013. The pad-pak was removed and reinstalled on 3 occasions for periods of up to one month. The device failed several self-tests due to a low battery between the february 2013 and december 2013. The device remained in fault mode until january 2014 when an increase in voltage suggests a further pad-pak was installed. Between the 4th december 2014 and the final history log entry on the 16th october 2015 the device records multiple manual power ups of 10 minutes duration. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs and the measurements taken during the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The fault would not affect the ability of the device to deliver therapy as demonstrated during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Red status indicator flashing and beeping.